Manufacturer narrative:
Continuation of d10: product ID m995402a001, lot#/serial# (B)(6). Product ID 97745, lot#/serial# (B)(6), product type programmer. H3: analysis of the m995402a001 battery pack (bp) (s/n (B)(6)) revealed no anomalies. H3: analysis of the 97745 controller (ptm) (s/n (B)(6)) revealed cracked/scratched/worn front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001 (serial: (B)(6)); implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: product ID: m995402a001 (serial: (B)(6)); brand name: intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was unknown. It was reported that the patient's controller was showing that they needed to get a different battery pack. The patient stated that they spoke to a manufacturer representative today who told them to do a controller reset and plug the controller into the ac power supply, but that did not resolve the issue. The patient reported that they have tried to reset the controller 4 times and the controller would not come on and that they cannot charge their implant. The patient stated that they are annoyed and that there is a huge difference of when the device is working and when it is not. The patient noted that they couldn't charge their ins because the controller wasn't working. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging controller in the ac power supply; the patient confirmed that the controller powered back on. The patient inserted the battery pack and stated that they got the battery empty cannot provide stimulation message. Pss asked if the patient saw the controller light; patient answered that the controller light was flashing a little before but that it flashes on and off.  The issue was not resolved. A replacement battery pack was sent out. The patient called back repeating previous information from their previous call. The patient reported that they received the battery pack but that did not resolve the issue and that they think the issue is the controller. The patient stated that the controller would flash on for a second but then turn off. The patient noted that the controller went blank and unresponsive often and they had trouble getting the controller to power on at all. A replacement controller was sent out.